Event description:
Procedure: inguinal hernia repair. According to the reporter: when bringing out balloon, it ripped and piece fell into incision where it was retrieved. (B)(6) case. Current patient status: patient is fine. Was the device used in patient: yes. Was there patient injury/hazard: no. Was there user involvement?: yes. Was there user injury/hazard?: no. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. Device fragment fall in patient cavity? Yes. If yes, what component? Piece of balloon. It was retrieved. Device fragment left in patient? No.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).